Event description:
The nurse of a (B)(6), female, pt, called zoll customer support to report that the pt's monitor was showing that the electrode belt was not connected, and the monitor's electrode belt connector was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is currently underway. The reported problem (monitor not recognizing electrode belt, connector damaged) has been confirmed. Upon eval the monitor's electrode belt connector was broken loose from the monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.